Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the inner thighs (and other unspecified locations) on (B)(6) 2012 using a coolcore applicator, to the bilateral inner thighs (and other unspecified locations) on (B)(6) 2015 using a coolfit applicator, and to the bra fat on (B)(6) 2015 using an unspecified applicator who developed paradoxical hyperplasia (pah / ph) diagnosed on (B)(6) 2017 in the bilateral inner thighs. The tissue was described as consistent with adiposity but with only very minimal additional firmness.

Manufacturer narrative:
Additional report email e1: (B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph / pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the inner thighs (and other unspecified locations) on (B)(6) 2012 using a coolcore applicator, to the bilateral inner thighs (and other unspecified locations) on (B)(6) 2015 using a coolfit applicator, and to the bra fat on (B)(6) 2015 using an unspecified applicator who developed paradoxical hyperplasia (pah/ph) diagnosed on (B)(6) 2017 in the bilateral inner thighs. The tissue was described as consistent with adiposity but with only very minimal additional firmness.

Manufacturer narrative:
Corrected data: h.9 correction removal number: z-1350-2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the inner thighs (and other unspecified locations) on (B)(6) 2012 using a coolcore applicator, to the bilateral inner thighs (and other unspecified locations) on (B)(6) 2015 using a coolfit applicator, and to the bra fat on (B)(6) 2015 using an unspecified applicator who developed paradoxical hyperplasia (pah/ph) diagnosed on (B)(6) 2017 in the bilateral inner thighs. The tissue was described as consistent with adiposity but with only very minimal additional firmness.